Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from a filter on an IV tubing during an unspecified infusion. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking from the filter was confirmed. Functional testing showed a small, slow leak near the attachment site between the filter and the exit/outlet tubing. Examination under magnification showed the fluid travelling around the outsides of the tubing. There was no evidence of bonding solvent at the filter-to-tubing attachment site. The root cause of the leak was determined to be insufficient bonding solvent applied to the connection site during production of the set.